Event description:
Per facility the rubber tracking on left leg of lift came off and thus caught onto power wheelchair during transfer from chair to bed. Patient fell, fractured pelvis. Please see additional information.

Manufacturer narrative:
The reporter stated that a patient in the facility was being lifted with an invacare lift. The patient fell on to the floor due to the unbalance from the lift and the weight of the patient and she went to the floor. The patient fractured her right hip. She was taken to the emergency room on nov 27 she came back to the facility. (B)(6) said that the patient fell between 3 to 5 feet. Please note: any further information gathered and received on this incident will be filed in a supplemental report.